Manufacturer narrative:
Patient developed nodules on the thigh region, but indicated feeling fine/no issues following the laser procedure. Nodules are expected side effects that can appear from a sculpsure laser procedures. There was no medication associated with this incident. Treatment parameters and technique were followed per the device's clinical reference guide. The patient had a surgical procedure performed for an unrelated issue and ended up having the nodules removed as well. The device was evaluated and operated as intended within specification. Though, the origin of the surgical removal was not a direct result of the laser procedure, this event is now considered as medical intervention because the nodules were associated with the patient's surgery.

Event description:
Patient had nodules surgically removed from the thighs.